Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same event. The other is (B)(4). Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl revision (which involved removal of titanium interference screws from a previous surgery) and a meniscal root repair procedure, the surgeon prepared the btb allograft with #5 fiberwire and #2 fiberwire. The femoral socket was prepared through the medial portal with the over-the-top guide and 2.4 mm beath pin, followed by a 10 mm low profile reamer to a depth of 30 mm. The tibial tunnel was prepared with an acufex guide, 2.4 mm drill tip pin, and 10 mm cannulated drill. The graft was passed with a #2 fiberwire through the tibial tunnel and into the femoral socket. An 8 mm tap with disposable sheath and tunnel notcher was used on the femoral socket. An 8 x 23 mm biocomposite interference screw w/ disposable sheath (ar-1380bc, lot: 10051207, (B)(4)) was inserted and broke while the surgeon was inserting it. All fragments of this screw were removed and a 7 mm tap was used to re-tap the femoral socket. A second screw, a 7 x 23 mm biocomposite interference screw w/ disposable sheath (ar-1370c, lot: 10192231, (B)(4)) was inserted and this screw broke as well as the surgeon was inserting it. All fragments of this screw were removed. At this point a different bio-composite screwdriver was opened and used. An 8 mm tap was used to retap the femoral socket and a 7 x 23 mm biocomposite interference screw w/ disposable sheath (ar-1370c, lot: 10185735, (B)(4)) was inserted what seemed to be successfully. An 8 mm tap, followed by a 9 mm tap was used on the tibial tunnel. While the surgeon was inserting a 9x23 biocomposite interference screw w/ disposable sheath (ar-1390c, lot: 10152151 (B)(4)) into the tibial tunnel, the screw broke and cut the sutures from the graft. At this point, the surgeon deemed it necessary to open a new btb allograft and restart the entire procedure. While he was removing the 7 x 23 mm biocomposite interference screw w/ disposable sheath (ar-1370c, lot: 10185735, (B)(4)) from the femoral socket, it was revealed the screw was broken. The procedure was completed with the new btb allograft and a 7x20 titanium interference screw in the femur and an 8x20 titanium interference screw in the tibia. No fragments from any of the screws were left in the patient and the case was completed successfully. Follow-up investigation: this was a revision of a procedure that took place on (B)(6) 2013 where two arthrex titanium interference screws (part# unknown, (B)(4)) were implanted. The following screws were explanted during the revision: ar-1370e lot #573367 qty 1 ((B)(4)). Ar-1380t lot #587116 qty 1 ((B)(4)). Ar-13372-1 lot #m12403a958 qty 2 ((B)(4)) sales rep has confirmed with the surgeon, who stated: "the revision was being done because the original surgery from five years ago had failed and the acl was torn again".